Manufacturer narrative:
The device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.

Event description:
C3601 cusa 36khz manifold tubing blue tubing had a hole in it. The incident was described as follows: the blue cusa tubing piece that connects to the saline bag had a hole in it and was leaking saline. Once discovered during the case, no one was able to tell if this happened because of user error or if it came out of the package damaged. The cusa was not used at all but was set up just in case it was needed.